Event description:
During IV preparation, the pharmacy technician opened a new 16g x 1-1/2 inch needle. Monoject 2008-07 and placed on a syringe. The attempted draw back on a solution failed. After several attempts failed, the needle was inspected and found to have what appears to be a metal plug in the needle hub.

Event description:
Add'l info rec'd from MFR 8/20/04: according to the lot history records, total production for lot 313513 was 380,569 on 5/8/03 with no defects detected in 626 samples inspected. There have been no previous complaints for plugged hubs against lot 313513. Search of complaint database from january 1998 did not show any prior occurrences of plugged hubs for this item number. A sample was received for eval, which confirmed that the metal plug in the hub was the material that was pierced out of the hub needle hole in the secondary forming operation. The force required to push the plug out with a mandrel was measured at 9.3 pounds on a testing machine utilizing an electronic load cell. A characteristic of the piercing process is that the diameter of the slug will never be smaller than the diameter of the pierced hole. As the diameter of the cannula is always smaller than the pierced hole, it is impossible for the slug to ever pass through the cannula even if it did break loose. In this instance, the diameter of the slug was .078 and the maximum inside diameter of the cannula is .049.